Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation. Indication faradrive steerable sheath clear was selected for use. It has been mentioned that when the farawave catheter was inserted into the faradrive and flushed, air continued to be drawn in. Air bubbles were seen in the aspiration syringe. No leak was observed. No air seen in the patient. Pump was used for irrigation at the rate of 20ml/h.assuming that the air was being drawn inside through the hemostatic valve, the faradrive was replaced and the procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned due to infection/contamination.